Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a heat rash under the electrodes and te pads. The patient reported consulting their doctor and the doctor recommended using cool wipes frequently. During a follow up the patient reported that the irritation was a heat rash due to sweating but that the rash was no longer a problem. There was no alleged device malfunction.